Manufacturer narrative:
The pump passed the displacement test. The motor error alarmed during basic occlusion test due to loose and or flush drive support disk. The motor was tested outside of the device and passed. The motor position encoder error alarm was unable to be verified due to history file being overwritten with spanish software anomaly alarms. The (B)(6) software alarms were due to a corrupted history file. The pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot, and a motor position encoder was noted. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.